Event description:
As reported (B)(6) 2014, (B)(6), female patient presented for an endovenous laser procedure, the treating physician had difficulty withdrawing the fiber from the tre-sheath. The device was set aside and a new of the same was used to complete the procedure. The patient suffered no harm or injury due to the event. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint description was assessed as not meeting the criteria for a reportable event. However, based on the returned sample evaluation, the complaint was reassured as reportable. Returned for evaluation was a 65cm nevertouch fiber and tre-sheath. A visual review of the returned devices noted that the fiber was advanced through the tre-sheath. When visualizing the tip of the tre-sheath, the black tip material appears melted around the gold tip of the fiber. An attempt was made to remove the fiber from the tre-sheath. The melted black tip of the tre-sheath to the fiber's gold tip prohibited removal. The customer's reported complaint description of unable to withdraw the fiber from the tre-sheath is confirmed. The most likely root cause to this event is that the fiber fitting was not correctly mated with the hub of the tre-sheath. If this occurs and the fiber is fired then black tip could melt/burn. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "insert the nevertouch laser fiber into the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub. Remove fiber stop assembly. Pull the sheath back and lock it to the sheath-lok fitting. Confirm location of the fiber using ultrasound guidance". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).